Event description:
The nail broke during explanation. The distal fragment of the nail is still implantd in the patient's femur. No adverse consequences to the patient or surgical delays were reported.

Manufacturer narrative:
Additional summary of evaluation: evaluation results suggest that the cause of this event is not in association with the device but rather is pt related.